Event description:
Customer inadvertently prepared wash solution and forgot to add wash solution a concentrate. In addition, deionized water was not used; customer used what was described as high purity water. Twenty samples were tested with this solution prior to discovery. No erroneous results were reported. Customer will retest each sample with correct wash solution. Incorrect preparation or the absence of wash solution may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
Ocd customer technical services (cts) instructed the customer to use deionized water and wash solution a to prepare the correct wash solution. No service was needed since instrument malfunction did not occur. Incident is isolated. (B)(4).